Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The field service engineer (fse) cleaned the tower filter and reconnected the tower fan power cable. All six fans were verified to be operating and cooling inside the tower. The system was powered in normal mode for one hour, and no overheating message was displayed. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a disconnected or improperly seated tower fan power cable and dirty tower filter. The cleaning of the tower filter and reconnection of the fan power cable restored normal cooling function, which resolved the temperature warning and error 833.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a temperature warning appeared on the system. The technical support engineer (tse) reviewed the logs and confirmed an error 833 on the tower. It was verified that there was nothing obstructing the front bezel. The tse instructed the site to restart the system, which cleared the message. However, the error returned mid-procedure, leading the customer to stop using the system and convert the procedure to laparoscopic. The system will remain unused until the issue is resolved. The procedure was converted to laparoscopic surgery with no reported injury.